Manufacturer narrative:
The actual date of event is unknown. The root cause for the reported issue of an safety notification error 255-16-275 was not determined.  The reported issue that there was an safety notification error 255-16-275 could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported. Initial reporter details were not available, should submit the details in supplemental once available.

Event description:
It was reported that the sharp alaris had experienced a safety notification error 255-16-275 in the pc unit model 8015. Patient involvement is not confirmed. System error 255-16-275 can occur when a user selects two functions at the same time/rapid. Succession or not following typical workflows. This results in a synchronization issue between. The pc unit and the modules.

Event description:
It was reported that the sharp alaris had experienced a safety notification error 255-16-275 in the pc unit model 8015. Patient involvement is not confirmed. System error 255-16-275 can occur when a user selects two functions at the same time/rapid succession or not following typical workflows. This results in a synchronization issue between the pc unit and the modules.